Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a highest blood glucose over 400 mg/dl for about one hour while a dexcom g7 continuous glucose monitor failed to pair, after which the user performed app troubleshooting by switching between g7 and g6 configurations and re-entering the correct pairing code, with values subsequently trending down. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no ketone testing, and no use of back-up therapy. Investigation included user education and troubleshooting for sensor pairing. Investigation of this case revealed unsuccessful initial device pairing with subsequent successful code entry and downward glucose trend, with no evidence of device-related injury. It was concluded that the event involved hyperglycemia associated with a sensor pairing failure, with resolution through troubleshooting and monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.